Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Customer reported that it has been noticed that ceramic insert cannot be fitted into the tritanium cup. Customer reported that another cup system needed to be used in order to finish the surgery. As per the customer, the delay in surgery equaled to approximately 20 minutes. As per the customer, there was no impact on the patient.

Manufacturer narrative:
An event regarding the inability to assemble the liner and shell involving a primary tritanium hemi solidback cup 52mm was reported. The event was not confirmed. There is no indication that patient factors contributed to the reported event. Visual inspection: the shell and insert were returned assembled together correctly. Some debris was observed on the coated area of the shell and metal transfer marks were observed on the articulating surface of the insert, most likely due to implantation attempts. -device history review: a device history review confirmed all devices were manufactured and accepted into finished goods with no reported discrepancies. -complaint history review: a complaint history review confirmed no similar events for the reported lot. Conclusions: despite the reported event suggesting that the liner and shell could not be assembled correctly, the devices were returned correctly assembled. The reported failure mode could not be confirmed or duplicated.

Event description:
Customer reported that it has been noticed that ceramic insert cannot be fitted into the tritanium cup. Customer reported that another cup system needed to be used in order to finish the surgery. As per the customer the delay in surgery equaled to approximately 20 minutes. As per the customer, there was no impact on the patient.